Event description:
It was reported via a journal article that a patient had a value endocarditis due to their right atrial (ra) and right ventricular (rv) leads. During explant, it was noted that both the ra and rv leads had calcified, making both leads difficult to remove. The ra and rv leads were explanted. The patient's condition was unknown.